Event description:
International affiliate reports a pt presented with suppurative inflammation of the left knee joint two weeks following acl repair. The pt was prescribed intravenous antibiotics. The pt was relieved and discharged.